Manufacturer narrative:
Device analysis: one smiths medical level 1 hotline low flow system was returned for analysis with wear and tear damaged enclosure, front cover, tank cover, plate clip, line cord, and pole clamp, noisy pump, outdated printed circuit board (pcb) and power switch. During analysis, the reported problem was able to be duplicated. It was noted that the enclosure near drain tube was cracked and was the cause of the reported issue. Service replaced the cracked enclosure to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be a cracked enclosure.

Event description:
Information was received that a smiths medical level 1 hotline low flow system had been leaking from the bottom case. Customer has reported to be unaware of patient injury.